Event description:
Information received indicates that the head and knee will not rise from the side rails, but when either side rail is unplugged, the head section will rise on its own.

Manufacturer narrative:
The facility replaced a defective control cable to repair the bed.